Event description:
It was reported that during the procedure the xience v 3.0 x 18 mm stent delivery catheter (sds) was unable to cross a previously implanted stent. The sds was removed from the anatomy without difficulty. A xience v 3.0 x 23 mm sds tip was inserted on an unknown guide wire but could not be advanced any further. The sds did not enter the introducer sheath. Force was required to remove the sds from the guide wire. Another sds was advanced over the same wire without difficulty. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned but has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the inflation lumen consistent with preparation of the device. The stent implant was stationary on the balloon and between the markers of the tightly folded balloon with no damage noted to the stent implant. There was wrinkled inner member distal to the distal marker band for a length of 1 millimeter. There was no damage noted to the tip. There was no other damage noted to the sds. The guide wire used in the procedure was not returned. Using a .0155 inch mandrel, attempted to advance the mandrel through the tip and resistance was felt at the wrinkled inner member. Using a new .014 inch guide wire, attempted to backload the guide wire through the tip of the sds and there was resistance noted at the wrinkled inner member, which confirms the reported difficulty to position and remove the sds from the guide wire. In this case, it is possible that a coagulation of blood on the guide wire from the previous sds contributed to the noted inner member wrinkling and subsequently resulted in the reported difficulty to position and remove. Although a conclusive cause cannot be determined, there is no indication of a product quality deficiency. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficult to position or difficult to remove for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency. To ensure this is not the result of a product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.